Event description:
It was reported that the procedure was to treat a lesion in the superficial femoral artery in the moderately calcified popliteal. After advancement to the lesion with the 7.0x60x80cm absolute .035 stent delivery system (sds), using a retrograde approach, blood was observed leaking in the proximal shaft. No resistance was felt during advancement of the device to the lesion. The decision was made to remove the sds and a new device was used to complete the procedure. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4).during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The leak was unable to be confirmed. Additionally, the stent was noted to be prematurely deployed; however, follow up information confirmed this was due to post-procedural handling. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.